Event description:
It was reported that after an anti-tachycardia pacing (atp) shock was properly delivered to a patient by their implantable cardioverter defibrillator on (B)(6) 2022, no atp episode was recorded in the electrocardiogram (egm). No patient symptoms were reported.